Event description:
Per the clinic, short circuits were noted on 6 electrodes leading to a performance decrement. Subsequently, the device was explanted on (B)(6) 2025 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure.